Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the cylinder was found. The pump and the cylinders were explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the cylinder was found. The pump and the cylinders were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Each cylinder was microscopically inspected and leak testing. Both cylinders had wear at fold in the proximal end of the cylinder. Both cylinders did not pass the leakage testing due to a bulge. Regarding the momentary squeeze (ms) pump, it was microscopically inspected, and the tubing was cut down to the pump block. Ms pump did not pass activation tests and passed the leakage test. Based on the information available and analysis results, the bulging in both cylinders could have caused or contributed to the reported clinical observation of mechanical problem. Updated initial reporter email e1.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Each cylinder was microscopically inspected and leak testing. Both cylinders had wear at fold in the proximal end of the cylinder. Both cylinders did not pass the leakage testing due to a bulge. Regarding the momentary squeeze (ms) pump, it was microscopically inspected, and the tubing was cut down to the pump block. Ms pump did not pass activation tests and passed the leakage test. Based on the information available and analysis results, the bulging in both cylinders could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the cylinder was found. The pump and the cylinders were explanted and replaced. No patient complications were reported.